Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the reported event. However, no further details has been provided to date. Since the device serial number was not received, and the device disposition is unknown (i.e. Unknown if explanted), no further investigation can be performed at this time. Based on the available information, it is not possible to establish the root cause for the reported event of early aortic stenosis. Aortic stenosis could be secondary to structural valve deterioration (i.e. Leaflet thickening due to calcification or lipid infiltration), or could be secondary to non-structural valve deterioration (e.g. Pannus overgrowth). Since no further information was provided, a definitive conclusion for the reported event cannot be established. Should the manufacturer receive additional information in the future, a follow up report will be provided to this reporting activity.

Manufacturer narrative:
The manufacturer has made several attempts to follow-up for further information. No additional details have been received. Since the device serial number is unknown and no further information is available no investigations can be performed. The root cause of the reported events of stenosis cannot be determined at this time. Thus the root cause of the event cannot be established. Unknown disposition.

Event description:
The manufacturer was notified that a patient with a perceval valve (model and serial number unknown) developed early stenosis after 3 years. At this time the site was not able to provide any further details.